Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: picture/x-ray review: the complaint condition that the nail broke postoperatively, could be confirmed according to the received pictures/x-ray. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot > manufacturing location: monument manufacturing date: 06-jul-2018, expiration date: 01-jun-2028, part number: 04.037.057s, 10mm/130 deg ti cann tfna 360mm/left ¿ sterile, lot number: h676062 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns071283 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ac were reviewed and determined to be conforming. Scn 15207 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55 lot number: l864340, lot quantity: 95, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h571510, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 29-may-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h654810, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timo agri 16.00, bp80, lot number: h637306, lot quantity: 2,626 lbs. Certificate of analysis supplied by metalwerks inc. Dated 20-apr-2018 was reviewed and determined to be conforming. Lot summary report dated 04-may-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary complaint summary: 07/12/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to broken trochanteric femoral nail advanced (tfna) nail at the nail screw or blade interface on (B)(6) 2019. Initially, the patient was implanted with trochanteric femoral nail advanced (tfna) on (B)(6) 2019. This is the second time that the facility has a broken tfna nail in the last few months. The tfna nail was revised to a total hip replacement on (B)(6) 2019. Fragments were not generated from the broken device. The procedure was completed successfully. Patient and procedure outcome was unknown. Concomitant devices reported: tfna nail screw/blade (part#04.038.385, lot#h691965, quantity 1), unknown locking screw (part#unknown, lot#unknown, quantity unknown) flow: damage. Visual inspection: the tfna femoral nail (part # 04.037.057s, lot # h676062, mfg # 06-jul-2018) was received at us cq with the nail broken at the proximal hole where the screw is placed. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, at the region proximal to breakage at the nail proximal end, is within specification. Document/specification review: conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to broken trochanteric femoral nail advanced (tfna) nail at the nail screw or blade interface on (B)(6) 2019. Initially, the patient was implanted with trochanteric femoral nail advanced (tfna) on (B)(6) 2019. This is the second time that the facility has a broken tfna nail in the last few months. The tfna nail was revised to a total hip replacement on (B)(6) 2019. Fragments were not generated from the broken device. The procedure was completed successfully. Concomitant devices reported: tfna nail screw/blade (part 04.038.385, lot h691965, quantity 1), locking screw (part/lot unknown, quantity unknown).

Manufacturer narrative:
This report is for an unknown nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown trochanteric femoral nail advanced (tfna) nail was broken at the nail screw or blade interface. This is the second time that the facility has a broken unknown nail in the last few months. The facility was planning to revise the unknown nail to a total hip replacement on (B)(6) 2019. It is unknown how the issue was discovered. Patient and procedure involvement was unknown. Concomitant devices reported: unknown tfna nail screw/blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1)- nails: tfna. This is report 1 of 1 for (B)(4).